Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address loosening of the cup and cup malpositioning. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and elevated metal ion levels. We are reporting the head and liner to address the metal on metal allegations. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
After review of the pfs for MDR reportability, an unknown stem is being added for the alleged high metal ions. The complaint was updated on:(B)(6) 2015.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot codes. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 5/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and elevated metal ion levels. Doi (B)(6) 2008 - dor (B)(6) 2010 (right hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.